Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery was observed to be depleting quickly. The pump battery depleted from 70% to 5% within one day. In addition, the customer was unable to charge the pump despite the attempt multiple usb cables and wall adapters. Customer reported blood glucose level was 81 (mg/dl). Reportedly the customer has manual injections as alternate insulin therapy until the replacement pump is received.